Manufacturer narrative:
The reported event of ¿distal part was presenting wave on the exterior isolation¿ was confirmed. As received, a complete lead was returned in one piece. Visual examination found the outer insulation at the distal portion of the lead was twisted consistent with procedural damage and the helix was also bent consistent with procedural damage. The cause of the reported event was isolated to procedural damage.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician attempted to implant the right ventricular lead several times in different spots. The physician decided to remove the lead from the sheath to clean the helix. At that moment, the distal portion was presenting wave on the exterior isolation. It seems that integrity of the lead was compromised. The lead was removed and replaced. The patient was in stable condition.